Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, and subsequently the pump shutdown. Customer¿s blood glucose level was 183 mg/dl. The customer reverted to an alternate method of insulin therapy.